Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit persisted on critical pump error alarm/open book image. Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review no evidence found on event date to confirm customer concerns. However, pump error 63 alarm confirm in main error log (adapt). File ID=2017 line ID=147. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly and no moisture damage noted. Force sensor zero offset within spec (22.5mv). Unit also received with cracked case (battery tube), cracked battery tube threads, missing serial number label and scratched case. In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack at the crack at the back of the insulin pump. Troubleshooting was performed and the customer stated that the insulin pump was neither dropped nor bumped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.